Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, in the patients right eye (od), on (B)(6)2022. The lens was explanted on (B)(6)2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.